Event description:
Supplement report being submitted due to the completion of the investigation on 09apr2023.

Manufacturer narrative:
PMA/510(k) # k180868. Device evaluation: the enbd-6 device of lot number c1979016 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4). Document review: prior to distribution all enbd-6 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for enbd-6 device of lot number c1979016 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1979016. The product label instructs the user that a 0.035¿ wire guide should be used with the drainage catheter. The instructions for use (ifu0129) instructs the user to ¿refer to package label for minimum channel size required for this device.¿ the japanese packaging insert c-es1406y04 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error was identified from the available information. From the available information it is known that a 0.025¿ wire guide was used with the complaint device. As per the product label, a 0.035¿ wire guide is required for use with this device. It is possible that the use of a non-recommended wire guide size could have caused the difficulty in advancing the device into the endoscope. Using a smaller than required size wire guide with the device likely resulted in difficulty advancing the device into the endoscope.¿ summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA 510k #k180868. Correction #2 cancellation report being submitted on 29-nov-23 to clarify that report submitted on 09mar23 was a cancellation report: please note as communicated in MDR # 3001845648-2023-00033 submitted on 09mar23, the final failure mode identified for this complaint was as a user error situation: physician / assistant fails to select an appropriate wire guide. Cirl risk documentation categorises this failure as 'low risk' to the patient or end user and therefore the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. "The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
Correction #2 cancellation report being submitted on 29-nov-23 to clarify that report submitted on 09mar23 was a cancellation report: please note as communicated in MDR # 3001845648-2023-00033 submitted on 09mar23, the final failure mode identified for this complaint was as a user error situation: physician / assistant fails to select an appropriate wire guide. Cirl risk documentation categorises this failure as 'low risk' to the patient or end user and therefore the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. "The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) # k180868. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user soaked the drainage tube in saline first and then advanced it over a wire guide (olympus' visiglide2/size unknown), but strong resistance was met when advancing it into an endoscope (model unknown). He replaced it with another device to complete the procedure. For all complaints: how was the device stored? Ni. Was the device flushed before use? Yes. What was flushed through the device (water, saline, contrast, etc.)? Water. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Details of the wire guide used (diameter, type, make)? Olympus visiglide2 (size unknown). What was the target location in the body for use of this device? Biliary tract. Was the patient¿s anatomy tortuous? Ni. What was the patient¿s pre-existing condition(s)? Ni. Was the device straightened with the pigtail straightener (if applicable)? Ni. Was the issue observed during device prep, during advancement or on removal of the device from the patient? Already stated in patient/event info tab. Were any additional defects or issues, other than the complaint issue, observed on the device prior to return (e.g. Kink, bend, break etc.)? No. If yes, please specify what additional defect was observed (e.g. Kink, bend, break). If additional defects were identified, please state where the defect was observed on the device. Ni. Was the packaging damaged prior to device use? Ni. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? In relation to complaints occurring during placement and/or use also ask: what is the endoscope manufacturer and model number that was used during the procedure? Ni. Was resistance encountered when advancing the wire guide into position? Ni. Was resistance encountered when advancing the drainage catheter into position? N/a. Was a drainage catheter loop placed in the descending portion of the duodenum? No. After placement, was drainage catheter position verified? If yes, please describe how. No. Please estimate amount of time the drainage catheter was in place prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No.